Manufacturer narrative:
Service inspected the analyzer and determined that the aero cuv seg list number 09d32-05 was the likely cause of the depressed results. Service replaced the aero cuv seg to resolve the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the aero cuv seg was replaced. A review of manufacturing documentation and trending data for the aero cuv seg identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the discrepant result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The customer obtained a falsely depressed calcium result while using the architect c16000 analyzer. Sample ID slz03149301 generated an initial result of 2.69 mg/dl and repeat result of 8.54 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. .

Event description:
He customer obtained a falsely depressed calcium result while using the architect c16000 analyzer. Sample ID (B)(6) generated an initial result of 2.69 mg/dl and repeat result of 8.54 mg/dl. No impact to patient management was reported.